Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline prostheses. On (B)(6) 2011 bilateral baker¿s grade IV capsular contracture was observed. As a result, prosthesis replacement with 375cc mentor memoryshape breast implants was performed on (B)(6) 2011. See 1645337-2018-07492 for contralateral prosthesis report.